Manufacturer narrative:
Follow-up #1: date of submission 06/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: the display screen was observed to be dim and the letters had a red hue. The daily insulin delivery totals correctly reflected the user's programmed basal rates and the pump passed a delivery accuracy test where it was found to be delivering within required specifications. There was no activity outside of normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with a dim display issue. The reporter stated that on (B)(6) 2014, the patient¿s blood glucose was 50 mg/dl with symptoms of confusion and vision disturbance. Allegedly, the display was dim and difficult to read. The amount of extra units the patient allegedly received due to not being able to read the screen safely was not reported. It was reported that the patient was given food and/or drink as treatment and the patient remained on the pump. Reportedly, the patient¿s healthcare provider had not adjusted pump settings before or after the alleged event. This complaint is being reported for alleged hypoglycemia associated with an alleged dim display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.